Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that their front teeth alignment is worse than when they started treatment. They have developed gaps between their teeth and their bite is no longer aligned. They have developed tooth decay and cavities from the gaps in their teeth because of food pieces get caught in the gaps.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.